Event description:
It was reported that the pt experienced withdrawal symptoms following a confirmed motor stall. The pt experienced increased pain and sweating. The pump was replaced and the pt recovered without sequela. No info regarding the concentration or dosage of medication used in the pt's pump was provided. No further details were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.